Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that there was a kink towards the middle of the stent, no lifting or stretching of struts was noted. The undamaged section crimped stent maximum outer diameter was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26mar2018. It was reported that shaft kink occurred and crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 28 x 3.00mm promus premier¿ stent was advanced to treat the target lesion. However, the device failed to cross the lesion and the catheter was kinked at the middle portion of the device. The procedure was completed with another 28 x 3.00mm promus premier¿ stent. No patient complications were reported and the patient's condition was stable. However, returned device analysis revealed stent damage.